Event description:
The manufacturer received information alleging a patient using a ventilator's pressure delivery wasn't functioning properly. The patient was reporting "nose blister like sores" for which she uses an antibiotic ointment, development of severe asthma diagnosed in 2020 associated with their environmental allergies diagnosed in 2019 and ongoing sinus infections. The patient was taken to the emergency department and refused hospital admission for a nasal abscess that spread to facial cellulitis. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.